Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed repeated ¿alert 60 ¿ ble board communications error,¿ and the user restarted the pump multiple times without resolution; a replacement pump was arranged, the user was instructed on shutdown to prevent further alerts, and advised that ilet data would not transfer and that the cgm could continue via dexcom g7. Symptoms included no change in blood glucose. Outcomes included no injury and no medical intervention. Investigation included review of the device error report, confirmation of device details, and user education on shutdown and data handling. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.